Manufacturer narrative:
(B)(4). Netting tear. Evaluation results - evaluation of the returned product found that the right side window zipper element has two teeth open. Foot panel netting has a 1 inch hole. (B)(4).

Event description:
The customer reported that upon receiving this repaired canopy from posey and as they opened up the box, they noticed a tear on the foot access panel netting. There was no patient contact. Inspection of the canopy shows that the right side window zipper elements have two teeth open.